Event description:
It was reported when using the bd vacutainer® sst¿ there were red blood cells adhering to the inside of the tube wall leading to erroneous test results. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received five photos for investigation, which showed multiple tubes with red cell hang up. Additionally, 30 retained samples underwent visual inspection, and none of the samples failed for additive abnormality or gel defects. Further clinical testing could not be conducted as bd clinical laboratories are currently unable to test for neuron-specific enolase (nse). Complaints for sample quality are under statistical control for the month of october 2025. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode red cell hang up. This complaint has not been confirmed for the indicated failure mode: erroneous results-nse. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ there were red blood cells adhering to the inside of the tube wall leading to erroneous test results. No adverse impact was reported regarding the patient or user.